Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient was undergoing a procedure for a generator change out. The set screw of the pacemaker's atrial port could not be loosened. No further information was provided.

Manufacturer narrative:
The reported field event of failure to loosen set screw was confirmed in the laboratory. Analysis found the wrenches could not engage the setscrew to untighten it due to calcified blood in the a-setscrew inset. The blood most likely came through damage to the septum in the form of a hole punched through it. The device was tested on the bench and no anomalies were found.